Event description:
The service report shows the customer reported ventilator inoperable. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba) and graphic user interface (gui) to breath delivery (bd) cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).